Event description:
It was reported that during left hemi-thyroidectomy procedure patient was intubated with the tube and anesthesia noticed the cuff was leaking/not holding air. Anesthesia thought it may be a problem with the air inflation/syringe connector so they changed out the tube with another size 7 and everything worked as anticipated - cuff held air. Physician examined the cuff after extubated the patient and wasn't able to see any obvious hole in the cuff. The procedure was delayed by 3 minutes and completed with backup products. There was no patient injury.

Manufacturer narrative:
H3: product analysis stated visually, there was no damage in the construction of the device viewed by the unaided eye. There were traces of a yellow brownish residue on the outside diameter of the cuff balloon on the distal end of the device when returned and sticky clear residue on the proximal outside diameter of the device near the clamp shell. A syringe was used to inject 15cc of air into the cuff balloon and the cuff did not fully inflate and gradually deflated over time. For further analysis, a leak test was performed by submerging the cuff under water and bubbles (leakage) was observed. Under magnification, a small puncture 0.0365 inches in length was found in the center of the cuff adjacently between the red and red with white stripe electrodes. Electrically, for additional analysis, the resistance from end to end shall be less than 200 ohms and the actual measurements were 9.0 ohms (blue), 10.0 ohms (blue with white stripe), 11.5 ohms (red), and 10.1 ohms (red with white stripe) which all electrodes were in specification. A review of the global complaint data showed no other complaints about this lot number. The complaint was confirmed. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.